Event description:
It was reported that the user was unable to pair a libre 3+ sensor to the ilet system and received a "check sensor" alert, after which the sensor was replaced and the new sensor entered warmup. Symptoms included no adverse clinical effects and no impact to blood glucose. Outcomes included no medical intervention and no hospitalization. Investigation included remote troubleshooting and education regarding pairing steps on the ilet and ilet mobile app. Investigation of this case revealed that the issue was resolved after replacing the sensor and completing the standard warmup process. It was concluded that the event was a pairing failure with the cgm that was corrected through sensor replacement and successful re-initiation.